Event description:
It was reported, the video processor exhibited intermittent power. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. In addition, the following reportable malfunctions were found during the device evaluation [fan does not work]. Based on the results of the investigation, it is not possible to establish the root cause for event [power of the device comes on and off]. However, based on the results of the investigation, the probable cause of the malfunction [fan does not work] would likely be due to dust attached to the fan. Olympus will continue to monitor field performance for this device.